Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that fluid leaked through a tear in the exposed portion of the soft cannula. It could not be determined when this damage occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. The investigation also observed an exposed needle that did not fully retract, which can be linked to the reported bleeding/bruising. The source of this was due to a misalignment between the linkage assembly and the top housing. Before the pod was opened, the formed needle was visible through the bottom housing opening, and the linkage assembly appeared to not be fully retracted. After the pod was opened, the linkage assembly fully retracted, which further indicates a misalignment between the two components. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient stated that he was bleeding and a little bit of swelling at the pods insertion site (arm) while wearing the pod for 36 to 48 hours. He stated that he was worried about getting an infection and that the feeling was as if the cannula was not properly in the skin, like it was coming out at an angle. Patient stated that he treated it at home by applying an antibiotic ointment and after about a day it was fine. There were no medical treatment required.